Manufacturer narrative:
Films review summary: the exact cause of the reported type ib endoleak could not be determined from the films provided. The pre-implant anatomy is unknown, and earlier post-implant films and the most recent complete CT's were not available for review. A 3d-CT film report from 31-months post-implant revealed that the bifurcate was positioned just below the renal arteries, and the bifurcate aortic body and infrarenal neck were essentially straight. The flared contra limb was seen positioned down into the left common iliac artery ~3cm above the left internal iliac bifurcation. Possible contrast was seen around the distal left limb; however, no clear contrast was seen within the aaa sac as images within the aaa were not seen in the films provided. Just distal to the stent graft the left common iliac artery ranged in diameter from 29 ¿ 27mm. The proximal portion of the left external ranged in diameter from 15 ¿ 16 ¿ 18mm, and mid-length of the left external iliac was noted as severely tortuous. The devices were patent. Images during the intervention were not provided. It is possible that disease progression with continued iliac artery dilatation may have contributed to the reported type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a type ib endoleak was identified on a CT exam performed approximately 3 years post index procedure. The patient's iliac artery distal to the stent graft ranged in diameter from 27.3mm-29.4mm. Intervention was carried out to resolve the leak during which, the left hypogastric artery was plugged and a 16x20x199 limb extension was implanted. As per the physician, the cause of the event was anatomy related due to further iliac artery dilation no additional clinical sequelae were reported and the patient is fine.